Event description:
Reportedly, the device was explanted after an implant duration of 12 months due to severe central mitral prosthesis regurgitation. Replaced with st. Jude mitral 2.5 mm valve.

Manufacturer narrative:
Device not returned.